Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Visual inspection was unable to confirm any damage to the unit. Functional analysis determined the unit was unable to power on via ac or dc power. The ac led was found not to illuminate when connected to the ac power source. The inspection determined there was a pin breakage on the ac inlet module of the system board. As a result, power could not be delivered to the device, and the battery could not be charged. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported that the device turns on and off on its own and has some case damage. No consequences or impact to patient were reported.